Event description:
It was reported that the pt underwent right knee revision procedure due to aseptic loosening of the femoral component or patellar maltracking and/or sublaxation. When the surgeon removed the femoral component by hand, he removed membranous tissue from the distal femur and there was significant osteolysis.

Manufacturer narrative:
This report will be amended when our investigation is complete.